Event description:
It was reported that the pump module "frequently" displayed a channel error. There was patient involvement but impact is unknown. Despite repeated requests, no additional details were provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module "frequently" displayed a channel error. There was patient involvement, but impact is unknown. Despite repeated requests, no additional details were provided. Additional information was obtained from the customer through bd technical practice consultant. It was reported that the error logs were checked by the hospital¿s clinical engineer and found error code 240.4150. The customer had indicated that the devices will be repaired by their team and will not be sending back to bd for investigation. Photos and error logs were sent to bd.

Manufacturer narrative:
Omit : a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, c20 - no findings available, d15 - cause not established. Correction : describe event or problem, initial reporter facility name. Additional information : imdrf annex a, g, b, c & d codes.